Manufacturer narrative:
Additional information: g4, g7, h2, h3, h4, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported dampened waveform remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor.

Event description:
As of 20sep2021 we received additional information that the waveform has further dampened and the patient is unable to obtain readings.